Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior, wear abrasion, creases fold and brown particles leak test and microscopic analysis was performed which identified: yellow particles, non-penetrating nicks, observed void >1 mm in non-textured, valve-to shell-bond area, sharp opening on radius and striated opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on radius due to an unidentified (tear) opening.. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.